Manufacturer narrative:
The device passed testing and produced audible and visual alarms for low battery when the battery charge was almost depleted. No power loss was noted while the device was operating on ac or dc power.

Event description:
The customer contact reported the pump powered off by itself without sounding an audible alarm tone. While operating on battery power, the pump was programmed to deliver an unspecified IV solution and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the pump was powered off; however, the delivery was complete as expected. No audible alarm tone was noted. The nurse plugged the pump into an ac power outlet. The pump powered on and displayed "low battery." No audible alarm tone sounded. Several minutes later, the pump powered off by itself. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.